Event description:
Follow-up information indicated surgical intervention was undertaken and the ipg was explanted and replaced. Postoperatively, the patient reported receiving effective stimulation.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg as recommended and the ipg became inoperable. The patient lost stimulation. As a result, the patient will undergo surgical intervention.